Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, at the beginning of the procedure the digital counter did not came out. The device was being used, however poor clip formation occurred at about the sixth firing when the clip was used. After the device was used they saw that the clip was stuck on the left jaw's guide. It seemed that there was no problem with the clip formation. They used another device to resolve the issue in order to complete the case.